Event description:
PICC placed on (B)(4) 2011, beginning that evening it was noted that there was a constant leak. Three dressings were applied over the next 48 hrs. A small hole in the catheter at around the 5 cm mark was noted and the PICC was removed per md order. No harm to the pt it was decided not to place another PICC.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of revh1059 showed no other similar product complaint(s) from this lot number.